Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited far r-wave oversensing, which in turn led to inappropriate mode switching. Programming changes were discussed. No adverse consequences to the patient were reported.